Event description:
Reporter stated that patient's capillary blood glucose was tested, using the suspect system, with a result of 475 mg/dl. Six minutes later, patient's blood glucose was retested, using a different device, with a result of 93 mg/dl. Reporter noted that 5 minutes later, patient's blood glucose was tested on the original system with a result of 95 mg/dl. Patient's therapy was not modified based on these values. Reporter noted that quality control testing had been performed on the suspect device and the results fell within the acceptable range. No product was returned to the manufacturer for evaluation.